Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 6.9, 6.1. Date: (B)(6) 2010, lab: 1.9. New user. Target range 2.5-3.5. Patient follow up on (B)(6) 2010: received new meter; correlates well. Inratio meter 2.2, lab 2.3.

Manufacturer narrative:
Investigation pending.